Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6) 2011 according to the complainant, on (B)(6) 2012, when the physician withdrew the device to replace it the internal bolster detached and fell into the patient's stomach. The detached bolster remains in the patient as the physician feels it will pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be patient will be under follow-up.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011 according to the complainant, on (B)(6), 2012 when the physician withdrew the device to replace it the internal bolster detached and fell into the patient's stomach. The detached bolster remains in the patient as the physician feels it will pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be patient will be under follow-up.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be closed. The c-clamp was found to be closed. The external bolster was located at the 9.5cm mark and was without issue. The y-port was without issue. The internal bolster was found to be separated from the device and was not returned. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. A visual examination of the device revealed feeding and medication ports to be closed. The c-clamp was found to be closed. The external bolster was located at the 9.5cm mark and was without issue. The y-port was without issue. The internal bolster was found to be separated from the device and was not returned. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A DHR review of lots 14325447 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14325447.